Event description:
It was reported that during the surgery the image was green, screen was going black and coming back after few seconds this happened several times during the case. No patient injury reported. Procedure was finished with the same device.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of green tinted live video output malfunction could not be reproduced. Product passed functional testing during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. Live video output was constant during the 6 hour burn-in and functional testing with no green image observed. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.